Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 40mg/dl which were addressed by suspending insulin delivery, consuming sugar tablets and juice. The low bg levels were caused by sports, the customer growing, and other times the cause was unknown. The contact reported that the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were not confirmed between sunday (B)(6) 2017, and sunday (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.